Manufacturer narrative:
Date of death, event, and implant: estimated dates. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to: death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "prognostic value of impaired hepato-renal function assessed by the meld-xi score in patients undergoing percutaneous mitral valve repair." No other information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
D4: the UDI is unknown as the part and lot number were not provided. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided a conclusive cause for the reported death cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.